Event description:
A customer observed incorrect pt demographics associated with a sample ID on a pt report. No incorrect pt results were reported. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.